Manufacturer narrative:
An emdr report was initially sent on 21-aug-2020, based on the information that "during an esophagogastroduodenoscopy (egd), the physician used a cook hercules 3 stage balloon esophageal. The balloon would not stay inflated. There was no reportable information at this time. New information received 04-aug-2020 indicated the balloon leaked during the procedure [subject of report]." The device was received for evaluation on 26-aug-2020. Our evaluation of the returned device was unable to confirm the report as it was described. A functional test was performed on the returned device. The balloon inflated as intended and no water was observed leaking from the device. Based on this device evaluation, this incident no longer meets the reporting criteria of an FDA MDR report.

Event description:
This correction follow up report is being submitted to cancel the initial report submitted relating to this event. Reference the additional manufacture narrative section for this justification.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A possible contributing factor to a leakage in the balloon material is if the balloon comes in contact with a sharp object or burr in the endoscope accessory channel. Prior to distribution, all hercules 3 stage balloons esophageal are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook hercules 3 stage balloon esophageal. The balloon would not stay inflated. There was no reportable information at this time. New information received 04-aug-2020 indicated the balloon leaked during the procedure [subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.